Event description:
It was further reported that the patient became hypotensive and was administered IV vasopressors with a slow increase. It was noted that the blood pressure remained with refractory hypotension despite the maximum drips.

Manufacturer narrative:
A supplemental report is being submitted for corrections. B5 was corrected to include information that the patient experienced hypotension, h6 was corrected to include e2321 and h10 was corrected to include the ime code e2321 for the system reported controller. Additional products: d4: serial or lot#: (B)(6) h6: patient ime code(s): e2321 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as investigation summary was updated. Updated product event summary: the pump ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed a sharp decrease in power consumption and estimated flows on (B)(6) 2021, leading to parameters below the normal operating range, and one (1) low flow alarm logged on (B)(6) 2021. Information provided by the site indicated that, upon presenting to the emergency room with low flow alarms, the patient appeared non-toxic and volume overloaded and was treated with intravenous (IV) diuretics; a device thrombus was suspected upon interrogation. Immediately following a controller exchange, the patient began having slurred speech and was found to have a left middle cerebral artery m2 occlusion. A cerebral angiogram and thrombectomy were preformed. There was a thrombus in the vad outflow tract and a clot in the abdominal aorta. An electrocardiogram was performed and revealed junctional rhythm/junctional tachycardia. The patient was additionally treated with oral anticoagulants and antiarrhythmic medication as well as IV vasodilators. It was further reported that the patient became hypotensive and was administered IV vasopressors with a slow increase; the blood pressure remained with refractory hypotension despite the maximum drips. The vad was subsequently turned off given extensive thrombus within the device and the patient later expired. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the ou tflow graft, and/or poor vad filling. Per the instructions for use, thrombus, neurological dysfunction, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction. A4 was corrected to include weight. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump and controller were not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed a sharp decrease in power consumption and estimated flows on (B)(6) 2021, leading to parameters below the normal operating range, and one (1) low flow alarm logged on (B)(6) 2021. Information provided by the site indicated that, upon presenting to the emergency room with low flow alarms, the patient appeared non-toxic and volume overloaded and was treated with intravenous (IV) diuretics; a device thrombus was suspected upon interrogation. Immediately following a controller exchange, the patient began having slurred speech and was found to have a left middle cerebral artery m2 occlusion. A cerebral angiogram and thrombectomy were preformed. There was a thrombus in the vad outflow tract and a clot in the abdominal aorta. An electrocardiogram was performed and revealed junctional rhythm/junctional tachycardia. The patient was additionally treated with oral anticoagulants and antiarrhythmic medication as well as IV vasodilators. The vad was subsequently turned off given extensive thrombus within the device and the patient later expired. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, thrombus, neurological dysfunction, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. D1: heartware ventricular assist system ¿controller 2.0 d4: serial #: (B)(6). H3: yes. H6: img code(s): g04035. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 5076-52 lead, implanted unknown date. Additional product: brand name: heartware ventricular assist system ¿controller 2.0, model #: 1420-controller, catalog #: 1420-controller, expiration date: 31-aug-2019, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 29-aug-2018. Labeled for single use: no. (B)(4). This information was received from the product surveillance registration mechanical circulatory support therapy base. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called the left ventricular assist device (lvad) line at four o'clock in the morning with low flow alarms and went to the emergency room. The patient appeared non-toxic and volume overloaded, and the patient was treated with intravenous (IV) diuretics. The vad exhibited below normal power consumption, and it was stated that vad interrogation showed possible inflow cannula thrombus. The controller was exchanged at the bedside after discussion with the medical doctor. Immediately after the controller was changed out the patient began having slurred speech. The patient was found to have a left middle cerebral artery m2 occlusion. A cerebral angiogram and thrombectomy were preformed. There was a thrombus in the vad outflow tract and a clot in the abdominal aorta. It was suspected that the thrombus generated in the left ventricle and not in the vad. A computerized tomography (CT) scan and chest xray were also done. An electrocardiogram was performed and revealed junctional rhythm/junctional tachycardia. The patient was additionally treated with oral anticoagulants and antiarrhythmic medication as well as IV vasodilators. The vad was subsequently turned off given extensive thrombus within the device and the underlying cause of the low flow alarm was reported as thrombus in the vad outflow cannula and clot in the abdominal aorta. No further patient complications have been reported as a result of this event.